Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was a death of a newborn. The customer wanted to pull ECG data. The patient died.

Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer biomedical engineer (biomed). The biomed indicated that the device was not a contributing factor in the patient death, and does not question the philips equipment. The report was created only due to the patient's death. The biomed needed assistance in retrieving patient data from the pic ix, as they wanted to retrieve the name of a fictitious patient in the unit because he wanted to retrieve ECG data. There was no alleged malfunction of the device and the biomed only needed assistance in retrieving patient data from the pic ix. The rce assisted the biomed, but the fictitious name could not be found. No parts were ordered and no repair was warranted. We will consider that the customer was provided information on retrieving the requested data, and that the device remains in use at the customer site, as no subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.